Event description:
IV tubing vented set with luer lock was being used for an infusion of taxol. While the taxol was being infused, the IV tubing set began to "leak" from where the rubber chamber ends and the plastic tubing begins.